Event description:
This info was submitted as follow-up 2/8/94: the betadine stick swabs are not sufficiently clean. Rptr also believes one can introduce bacteria and cause more urinary tract infections with these trays. Suggested solutions are to change catheter trays and go back to trays used before which had adequate supplies and maintain sterile field/protect pt.

Event description:
According to rptr, it is impossible to use sterile technique because the supplies inside the tray are cheap, flimsy and unsatisfactory to use. The pts are suffering from increased urinary tract infection.